Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited failed capture and high thresholds. During repositioning of the lead, dislodgement occurred twice and helix extension issues. The lead was explanted and replaced. No patient complications have been reported as a result of this event.